Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The electrodes were exposed. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the maryland bipolar forceps cable was sticking out and the tips of the instrument were burning. The instrument was removed and replaced with a backup. The user continued and completed the procedure with no further issues. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed no issues were identified with the protruding cable that controls the opening/ closing or up/down motion of the wrist. The protruding cable was black, and the cable was loose. There was no loss of cautery associated with the black cable. Although burning was alleged, the reporter confirmed no occurrence of instrument arcing. The reporter confirmed that the instrument was connected correctly and a viodv generator was used in the procedure. The reporter denied any knowledge of instrument collision or if the jaws were immersed in liquid or contaminated by carbonized tissue before activating the instrument. There was no patient injury. There is no report of post-surgical complications, and the patient has not returned to the hospital.